Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the valve was deployed and recaptured a couple times and an infold was then identified. The valve was recaptured and removed and a new system was used for implant. Additional information was received indicating that the valve was recaptured twice during deployment due to dislodgments while attached to the delivery catheter system (dcs). There was a procedural delay as the implanting physicians had to wait for the new valve to be opened and prepared. Ofnote, the patient had two calcium spurs extending into left ventricular outflow tract that were approximately 11 mm from the basal plane. Aortic valve calcium measured at 725 mm cubed.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the valve was deployed and recaptured a couple times and an infold was then identified. The valve was recaptured and removed and a new system was used for implant. Additional information was received indicating that the valve was recaptured twice during deployment due to dislodgments while attached to the delivery catheter system (dcs). There was a procedural delay as the implanting physicians had to wait for the new valve to be opened and prepared. Ofnote, the patient had two calcium spurs extending into left ventricular outflow tract that were approximately 11 mm from the basal plane. Aortic valve calcium measured at 725 mm cubed. Additional information was received that a pre-implant balloon dilation was not performed. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was -3 mm on the non-coronary cusp (ncc) and -4 mm on the left coronary cusp (lcc). The valve was in an unstable position and dislodged aortic for an unknown reason. When retrieved, the infold was observed. After the valve dislodgement, the final position of the second valve was -2 mm on the ncc and -4 mm on the lcc. Nothing specific about the patient anatomy contributed to the dislodgment, except for uneven calcium distribution most prominent on the ncc leaflet.